Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump was received with a cracked battery tube threads, a cracked case behind the pump and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 19-apr-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 19-apr-2024 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered = (B)(6). Dailytotalofbasalinsulindelivered = (B)(6). Dailytotalofbolusinsulindelivered = (B)(6). (B)(6) 2024 06:52:44.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.4 bolusamountdelivered = 3.4 (B)(6) 2024 22:01:00.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.4 bolusamountdelivered = 1.4 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 19-apr-2024 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: (B)(6) 2024 07:34:40.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. The p-cap locks properly into the reservoir compartment; however, a cracked retainer was noted during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Retainer ring damage (a cracked retainer) was confirmed. Cosmetic damage was confirmed at the back of the battery compartment side of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage hyperglycemia with blood glucose value of 420 mg/dl. The customer reported diabetic ketoacidosis, hyperglycemia was treated with manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay, insulin pump (subcutaneous insulin infusion), manual injection/insulin pen. Customer reported the following led up to the event: diabetes ketoacidosis. Document treatment for high bg: insulin drip for a day and half and injection and pump. The event involved product(s) mmt-1715kr, mmt-399a, mmt-332a. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported event and auto mode/smart guard feature not applicable for this pump model. The customer reported large crack on the back of the battery compartment side. No further patient complications were reported. The customer will discontinue the use of the insulin pump. Mmt-1715kr was requested and customer response was the device will be returned. No product return is required for mmt-399a. No product return is required for mmt-332a.